Event description:
It was reported that there was a lead warning on both the atrial and ventricular leads. The unipolar impedance was higher than the bipolar impedance for both leads. The chronic lead trend was programmed off and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.